Event description:
It was reported that during a colon procedure, that the device would not cut and would not coagulate. It started to cut without coagulating, then completely stopped. Beginning of bleeding on the target artery, then the surgeon used clips and monopolar device to complete the case. No pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.